Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancotroy injection (2 gm immediately) and intraperitoneal gentamycin (20mg once daily for 21 days) for the event. At the time of this report, the patient was recovering from the peritonitis event and the action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.